Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had a shipment for purewick female external catheters and they were all defective. It was stated that the (B)(6) patient was now showing symptoms of a urinary tract infection. It was noted that the patient had been using the products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "dimensions not specified correctly and/or improper materials used assembly collapses under vacuum ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. "Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a shipment for purewick female external catheters and they were all defective. It was stated that the (B)(6) patient was now showing symptoms of a urinary tract infection. It was noted that the patient had been using the products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.